Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26709566. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient experienced an intraoperative fracture of the greater trochanter which was addressed with internal fixation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Medical products - unknown trilogy acetabular cup catalog#: ni lot#: ni, unknown femoral head catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni.